Event description:
Abbott diabetes care (adc) received a medwatch declaration which reported the following information: the customer reported a high readings issue with (3) adc devices. The customer received unspecified higher sensor scan readings described to be "20-40 points" and "sometimes as high as 80 points" compared to an unspecified device. It is unknown whether the customer noted a trend arrow on the device. There was no third-party treatment provided for the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.